Manufacturer narrative:
We were unable to review the device history record as no lot number was provided. The sample has not yet been returned to kimberly-clark by the customer. If any additional relevant information is identified once the sample is evaluated, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device has not yet arrived at kimberly-clark for evaluation.

Event description:
Kimberly-clark received a report stating,"regarding the patient biting through the pilot line, this is a patient safety issue since the patient has to be re-intubated." Follow up with sales, sales states "the patient was intubated orally and the tube is on one side of the mouth and the pilot line on the other side. Patient is not fully sedated and is working their jaw and eventually chews through the inflation line causing a cuff leak. No patient injury, required re-intubation" kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).